Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented to the emergency room due to inappropriate shock caused by the patient's implantable cardioverter defibrillator (ICD). It was noted that the ICD exhibited myopotential oversensing resulting in inappropriate anti-tachycardia pacing (atp) which led to the inappropriate shock. The ICD was reprogrammed. The patient was stable before, during, and after the programming changes.